Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill reservoir test and found no leakage anomaly during filling.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states the reservoir leaked. The customer states insulin came out from the sides. The customer's blood glucose level was unknown. The customer states the reservoir seemed a bit bent, and once replaced, worked fine. The customer was advised the device would be replaced and returned for analysis.